Event description:
Medical device clipper charger medline dynd70800 was plugged in while resting on metal shelf and began to smoke. Once identified, it was unplugged and removed from service. Additional devices reviewed and also removed from service. One of the devices showed evidence of burn mark at base and on the cord. FDA safety report ID# (B)(4).